Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle lead was not capturing due to post-operative dislodgement and had pulled back into the right atrium. The lead was explanted and replaced. The cardiac resynchronization therapy pacemaker (crt-p) was also explanted and replaced as the physician had broken the device header during the procedure. No patient complications have been reported as a result of this event.